Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cinched, t1 is missing its distal end, t2 showed no abnormalities. The actuator is in its t2 post-deployment position indicating multiple trigger advancements. Depth limiter has been removed from the device. The delivery needle is bent. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device instructions for use: "warning: do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a meniscus repair surgery, the t1 was deployed then the push handle bounced back but was too weak to deploy t2. After cutting t1, a back-up was used to complete the surgery. No significant delay or patient injury reported.

Event description:
It was reported that during a meniscus surgery, the t1 was deployed then the push handle bounced back but was too weak to deployed t2. After cut t1, a backup was used to complete the surgery. No significant delay or patient injury reported.